Event description:
It was reported that the lead exhibited increasing to high thresholds as well as increasing impedance. A lead failure was suspect as well as degradation over time. The lead was capped and replaced. No patient complications have been reported as a result of this event.